Manufacturer narrative:
Vyaire file identification: pc-(B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Fsr checked the device outside, no obvious damage or smell. Performed 2k preventive maintenance in accordance with manufacturing specifications. Device passes all pm calibrations and filter replacements/cleanings. Performed pt circuit calibration and performance check on device. Device is ready to return to normal service. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It is reported to vyaire medical that the 3100a ventilator experienced starting and stopping on it's own. The customer confirmed there was no patient involvement associated with the reported event.